Event description:
Consumer reported the strings on the tampons are too short for her and upon removal she was unable to find the string to remove multiple pledgets. She stated she had to go to the doctor every other month to have tampon pledgets removed. After the pledgets were removed, she experienced vaginal odor because the pledget had been inside her vaginal cavity for two or three days before removal. She did not receive any additional medical treatment and did not experience any adverse health effects.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.